Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a knife did not cut during surgery. Patient impact information is unknown. Additional information received clarified that the knife did not cut during cataract surgery. An alternate knife was obtained in order to perform and complete the procedure. There was no harm to the patient.